Event description:
It was reported that the patient was shocked when she plugged in her cell. Since the shock, the patient has felt discomfort around the implant site, especially when she goes from sitting to standing. The discomfort was described by the patient as ¿soreness¿, much like what she experienced immediately after the implantable neurostimulator was implanted. The manufacturer representative indicated in follow up that the patient reported the device had shut itself off and she was going to turn it back on because it was working for her. It was reported that the patient would call the representative with any problems and the representative had not heard from the patient since. A follow up report will be sent if additional information is received.

Event description:
It was later reported that the patient had also fallen on her device and that was when the ¿shocking¿ sensations started. She had had the device turned off and still was having problems. The representative had not heard back from his surgery scheduler to see what he and the patient had decided to do.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0c469, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).